Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue/event as described could not be confirmed.

Event description:
As reported through a web pas clinical study, the patient had an increased residual aneurysm. Retreatment is being considered. The ae outcome is ongoing. The relationship to the study device, index endovascular procedure, study disease, and concomitant disease are all possible. The patient is asymptomatic.